Event description:
After the placement of the impella, the catheter tip was not in proper position. After multiple attempts to reposition the impella, the md proceeded to remove the device. Upon removal the md noticed the tip of the impella was still in the patient and verified with imaging. The md attempted to remove the tip using different approaches. During that time, the patient remained hemodynamically stable but lost a significant amount of blood. Pt received 1 unit of prbcs. Manual pressure was held throughout the case to assist with hemostasis. After unsuccessful retrieval of the tip, cts was contacted for assistance. It was discussed that the patient needed emergent surgery to repair cfa as well as retrieve the impella tip. A iabp was placed in the rfa in the interim. Patient was emergently transferred to the or and tip was removed.